Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pca administration set leaked from the connection port during use. The following information was provided by the initial reporter: "reported issue: leaking pca tubing ¿ ivf leaking from connection port of the pca tubing. Changed primary tubing but still leaking. Change pca tubing and leak stopped."

Event description:
It was reported that the bd alaris¿ pca administration set leaked from the connection port during use. The following information was provided by the initial reporter: "reported issue: leaking pca tubing ¿ ivf leaking from connection port of the pca tubing. Changed primary tubing but still leaking. Change pca tubing and leak stopped".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-nov-2022. H6: investigation summary the customer returned a used mat# 30873 sample with the complaint of leakage. Visual analysis was performed and the device female luer was found to have a hairline crack in it which was then analyzed under microscope. This verified the customer's complaint and the leakage root cause is most likely due to a over tightening of luer with a non bd device. The manufacturer was made aware of this issue. A device history record review could not be performed because a lot number was not provided by the customer.